Manufacturer narrative:
Additional information was received that the ipg was explanted due to the patient not using the device. Sc-1110-02 (B)(4): the device passed all required tests performed and exhibits normal device characteristics. Lead sc-2218-50 (B)(4) was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances. No device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4)description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances. No device malfunction was suspected. The patient underwent an explant procedure.